Event description:
The surgeon inserted a toric silicone lens model aa4203tl. The surgeon stated a posterior capsule tear occurred during lens explant. There was no sign of zonular disruption prior to the lens being inserted into the eye. The surgeon noticed the lens was unstable after insertion and the surgeon decided to remove the lens. The lens was damaged during explant and the posterior capsule tore. The surgeon stated a vitrectomy was not performed. The surgeon also said there were not other patient injuries and the capsule tear was due to the patient's loose zonules.